Manufacturer narrative:
On 11/27/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed a crease at anterior view. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. A crease/fold failure may be the result of the continuous and sustained stresses to the device the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2019, mentor became aware that the following information was erroneously omitted from the initial report sent on 10/30/2019: the patient also experienced right side pain post-operatively. The appropriate code for "patient codes" has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 550cc mentor memorygel breast implant catalog: 3505501bc lot: 7383019 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505501bc lot: 7532804 sn: (B)(4). On (B)(6) 2019, mentor also became aware that the patient also experienced capsular contracture; baker grade unknown, and that upon removal of the right side device, it was found to be intact. On 11/14/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 5953003 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.